Manufacturer narrative:
The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test, and self test. No unexpected alarms/alerts/anomalies noted during analysis. Successfully downloaded history files and traces using thump. The following power alarms/alerts noted in downloaded history on event date: failed alarm [58] on 05/23/2023 06:54:17.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following alarms/alerts/ were noted on or near event date: pump error 41 on 05/23/2023 06:54:00.000 and pump error 43 on 05/23/2023 06:54:00.000. Pump error 41 only in diagnostic traces not in detailed. Pump error 41 due to motor registered voltage failure. Measured voltage is below threshold. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, and battery cap contact missing. Cosmetic damage confirmed at the battery cap contacts and back of pump case. No failed battery alarms noted during analysis, failed batt test not confirmed. No pump error 43 alarms noted during analysis , pump error 43 not confirmed. Pump error 41 confirmed due to hardware error, isolated to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a failed battery alarm, the metal on the battery cap came off and the pump also has a crack. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the issue was not resolved. The customer will discontinue to use the device and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.